Manufacturer narrative:
The reported event of was dislodgment. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number:2017865-2021-34112. Related manufacturer reference number:2017865-2021-34115. It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular lead. On (B)(6) 2021, an x-ray was performed and both right ventricular lead and left ventricular lead where found to be dislodged. During explant the physician noticed that the atrial lead was kinked and decided to explant and replace all the leads. The patient was in stable condition.